Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer had high blood glucose. Customer reported when she woke up her blood glucose was 477mg/dl and changed the entire set. Customer treated with manual injection. Customer reported that her blood glucose came down, but went back up again. Customer had taken off the insulin pump. Customer reported no alerts or alarms. Customer's current blood glucose was 377mg/dl. Customer declined high blood glucose troubleshooting. Advised customer the insulin pump will be replace and to revert to back up plan.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had cracked battery tube threads and minor scratches on the lcd window.